Manufacturer narrative:
Us reporting agent notified (B)(4) 2014. Complaint description: thread ripped two times at an anastomosis suture. Samples received: 21 unopened race packs. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. We have tested the knot pull tensile strength of the samples received and the results fulfill OEM's requirements. Reviewed the batch mfg record. This product had a normal process and the results during the process conform to OEM's requirements. No further pt info and/or surgery delay info was provided at the time of this report.

Event description:
Country of complaint: (B)(6). Complaint description: the thread ripped two times at an anastomosis suture.